Event description:
Medtronic received a report that on the 90 day telephone follow-up on (B)(6) 2024 inquiry revealed that the patient died on (B)(6) 2023. The specific time was unknown and therefore denoted as a serious adverse event. The mrs score was 0 and nihss score was 16. Pre-procedure mtici was 0 and post procedure was 3. The site assessed the event as not related to the devices or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.